Event description:
It was reported that the system with non bsc leads and a bsc pacemaker showed episodes of right atrial (ra) lead channel with high, out of range (oor) pacing impedances that triggered a lead safety switch at the second time the impedances were oor. The ra lead was returned to blpolar again, and the impedance was measured multiple times. As a result, there was no problem. Additional information was received reporting that, after several weeks, the system, declared again an oor pacing impedances in the ra lead channel. It was also reported that the system also showed noisy signals in the past. The system remains in service. No adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).